Event description:
It was reported that the customer had an issue with the up arrow button on the insulin pump. Customer's blood glucose level was 198 mg/dl. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump received with no up button response due to unlocked j2/lcd keypad connector. Also received with cracked reservoir tube lip, scratched lcd window and scratched case. (B)(4).